Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was told by the patient that the device never actually functioned. The caller noted that the patient had asked to have the device taken out. No patient symptoms were reported. No further complications were reported.